Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Found during in-house testing: system error occurred in reboot after abrupt shutdown.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00093) submitted in 2016 did not go through correctly. During technical product testing performed in-house, the stress echo images were not saved after an abrupt system shutdown. There was no patient involved during the study. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00093) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g4) additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6). The device referenced in this report was not evaluated; therefore, the investigation of the device could not be performed.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the issue of the system error occurence during reboot after abrupt shutdown was investigated. This was caused by an intermittent issue can occur when system power is lost while system is writing files to the hard drive, which causes corruption in file. If the corrupted files are used to control the startup of the ultrasound user interface (vortal), then the system will not boot properly. This issue was fixed in a new software release for the sc2000 ultrasound system.